Manufacturer narrative:
(B)(4). Customer returned (1) 3/10cc, 8mm, 30g syringe in an open poly bag from lot # 0041293. Customer states that they found a disfigured stopper, which resulted in his/her being unable to measure the drug properly. The returned syringe was examined and exhibited a slightly deformed stopper, which could prevent the syringe from drawing properly. A review of the device history record was completed for batch # 0041293 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch (B)(4) was created for the silicone gun not firing correctly. Correction: the silicone guns were purged.

Event description:
It was reported that syringe 0.3ml 30ga 8mm 7bag 420cas jp stopper was deformed. This was discovered before use. The following information was provided by the initial reporter: this is a report about a disfigured stopper. The customer found a disfigured stopper, which resulted in his/her being unable to measure the drug properly. The customer drew the plunger rod but could not operate the syringe properly because the stopper was slanted in the first place.